Manufacturer narrative:
Investigation in progress. No additional information available at this time.

Event description:
It was reported by the patient that she "first experienced a spasm in 2004. Continued to experience spasms and groin pain whenever she tripped or stepped wrong, would experience severe pain. This continued for three years, and then the hip joint began to fell like it is sliding or coming out of place, particularly when bending over or turning. Surgeon thought it was due to the hip not being quite right. Guided injection of steroid compound was performed and relieved pain for a couple of weeks. Tested for contamination and none was found (no infection present) found inflammation."